Manufacturer narrative:
The information provided in the initial emdr for this complaint, ref #pr (B)(6), has been determined to be a duplicate of the initial emdr submitted under MFR report number 3030677-2023-01750, ref #pr (B)(6). Device investigation is pending the return of the device. Device investigation results will be provided under MFR report number 3030677-2023-01750, ref. Pr (B)(6).

Event description:
It has been reported that the device is failing self-test.